Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then continued insulin.